Event description:
Caller called to report that she used a hot and cold ¿paq¿ as she followed the directions and placed the ¿paq¿ into the microwave when the microwave alerted her that the paq was ready she opened the microwave door and the ¿paq¿ burst spraying clay all over her face that resulted in burns. Caller reports that she was able to treat her burns at home. She too stated that there are several reviews on (B)(6) with the same malfunction happening to other customers who purchased the product.